Event description:
Lower screws of anterior plate backed out completely from cervical vertebra - 6 vertebral body. Plate pressing into pt's esophagus and trachea, causing exessive coughing from date of original procedure.